Event description:
This MFR seems to lack basic systems to log CAPA's in properly. The company in question is lansinoh. This product has serious issues and needs to be investigated. The company also labels devices saying they can not be returned which limits the CAPA's that come in to the company. There are thousands of these reports on the internet. I suspect there may be over 10,000 defective products in circulation. Events include: doesn't empty breast and also hurts. Good while it lasts. Cups too small for me and despite the suction being terrible it still leaving me sore after use. It doesn't have the same suction as the older model and I get half the milk that I get from the medela symphony. The purple soft plastic edge seals on my breast and when I am done pumping, it feels like I am peeling on my skin when I remove them. Poor suction and durability. Disappointed. It doesn't pump. Lasted half a day. Suction is not strong enough. 2.0 out of 5 stars worth what you pay. (B)(4).